Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. An interrogation of the patient's implanted system revealed that an right ventricular (rv) lead warning had occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.